Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on and a red light was blinking around button. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to try specific button presses and to charge pump with known working supplies, but pump did not recover, so customer switched to multiple daily injections, was advised to place pump in storage mode and return it, and was informed that pump settings and continuous glucose monitor would need to be set up again on replacement pump.